Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35262. It was reported that the patient presented with low pacing impedance on their leads. It was not specified which lead, the atrial or right ventricular lead, exhibited the issue. No further information was received. Patient condition was unknown.